Event description:
It was reported that 25570 discardit ii 2 ml with 25g x 1 syringes in lot 9338545 were rejected for various reasons, including foreign matter, damaged syringes, and damaged packaging. All defects were noted prior to use. The following information was provided by the initial reporter: "material has been rejected with many reasons below are the details. 1) black spot 2) foreign particle 3) marking defect 4) blister damaged 6) damaged syringe 7) hair found in the pack."

Manufacturer narrative:
H.6. Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review 16 photos of a discardit 2ml with 25x1¿ from lot # 9338545, regarding item # 301866 with the reported issue that, ¿material has been rejected with many reasons below are the details. 1) black spot 2) foreign particle 3) marking defect 4) blister damaged 5) two needle in one pack 6) no needle 7) damaged syringe 8) hair found in the pack¿. DHR reviewed found no non-conformities. No samples have been received by bd for investigation. However the customer has shared 16 photographs of the reported defects for investigation of the complaints. Based on the received photographs by the investigation team, the defects are confirmed.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 25570 discardit ii 2 ml with 25g x 1 syringes in lot 9338545 were rejected for various reasons, including foreign matter, damaged syringes, and damaged packaging. All defects were noted prior to use. The following information was provided by the initial reporter: "material has been rejected with many reasons below are the details. Black spot, foreign particle, marking defect, blister damaged, damaged syringe, hair found in the pack."